Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction could not be reproduced. Based on the results of the investigation, reportable device conditions were observed that could have potentially caused the reported errors. The contacts on the plug unit were corroded. The cause of the reported event was attributed to electrical component problems and the cause of the corrosion is attribute to component failure, however, a definitive cause could not be identified for the latter. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope displayed e315 error and e226 communication error during use. It was not specified if it was during clinical use. There was no report of patient injury or medical intervention associated with this event.